Event description:
Information received with return of the explanted device notes that during a follow-up, the device could not be interrogated and there was no magnet response. The patient had no symptoms.